Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on current and stored electrograms (egm). It was also reported that the rv lead exhibited t-wave oversensing and the right atrial (ra) lead exhibited possible undersensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.